Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400+mg/dl. The customer was able to get blood glucose down to 74 mg/dl. The customer stated that the sensor also showed below 40 mg/dl and the pump suspended. The customer declined to troubleshoot for high and low readings. The product was not returned for analysis.